Event description:
Latex allergy - diagnosed in 1995 based on symptoms. Provided powder-free, latex free gloves 1997, latex free clinical room. 1998 increased symptoms - wheezing. Taken to emergency room and again in 1998 - repeated. After these episodes removed from clinical area and activities. Currently working in office setting.